Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r wave oversensing on patient's pacemaker (pm). It was noted that the pm previously had undersensing and reprogramming was done to resolve. Reprogramming for far field r wave oversensing (ffrwo) was done on (B)(6) 2025. The patient was stable before, during, and after the reprogramming.